Event description:
A cardiovascular physician assistant with over 20 years of experience and trained on the use of dermabond since its inception -pa was a preceptor for j&j and used their evh product in the past - was finished closing the skin with a subcuticular suture. Our routine is to use 2 vials of dermabond on the incision as a sealant. The vial was broken in routine fashion with only a gloved hand-as instructed in the product literature supplied by j&j-, and upon the initial and only break or squeeze of the vial, glass from the vial ruptured from the plastic container and punctured the glove and skin of the pa enough to cause bleeding, and obvious exposure of the pa to the pt's blood. The pt had received 2 units of prbc's as well as 10 u of platelets. Routine exposure blood work was drawn on the pt and an incidence report was filed. Dates of use: 2008. Diagnosis or reason for use: skin adhesive/sealant.